Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the unit switched to battery. The device was changed out and the surgery was completed successfully. There were no reported adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Device manufacture date: this device was mfg prior to 1999. This complaint was not confirmed. The field svc rep (fsr) investigated the unit and could not duplicate the complaint. The fsr thoroughly tested ac and battery operation, power cord end to end, verified power connections at terminal block and main power switch. Extensive insp of the unit revealed sys operated to MFR's specs. No add'l action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.